Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image blurry, noisy image¿ was not confirmed. The device evaluation found the cable was leaking and the coupler was rusty. However, the reported ¿image blurry, noisy image¿ problem was not replicated during evaluation of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomena were not reproduced at the repair department. Water-tightness failure was observed in the cable. We, therefore, surmised that ¿noisy image¿ and ¿blurry image¿ occurred temporarily because communication failure occurred due to temporary internal water immersion. However, a definitive root cause for the faulty cable could not be identified. This issue is addressed in the instructions for use (IFU): never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image blurry, noisy image. The issue was found during reprocessing. The intended diagnostic procedure was completed with another similar device. There were no reports of delays or patient sedation. There were no reports of patient or user harm associated with this event.